Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak from the right common iliac artery is confirmed. This is consistent with the reported adverse event/incident. The event/incident is most likely anatomy-related. The contributing factor for the type 1b endoleak from the right common iliac artery is likely the disease progression. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: date received by manufacturer. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent to treat an abdominal aortic aneurysm (aaa). Approximately (5) five years after post initial procedure, the patient presented with a type 1b endoleak. The physician elected to treat the patient by implanting (2) two ovation ix iliac limb stent-grafts. The endoleak was successfully sealed and the patient was reported to be doing well.